Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed on the device. Technical support suggested reprogramming the device to resolve the issue. Reprogramming is anticipated. The patient experienced no adverse health consequences.